Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04912 and 1627487-2022-04914. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the ipg and both extensions were explanted and replaced. Effective therapy was established.